Manufacturer narrative:
The products involved with this complaint have not been returned to lifescan for product analysis. The retain test strips were tested and they passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to how he felt. On (B)(6) 2011 this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged inaccuracy began on (B)(6) 2011. The patient claimed that he obtained alleged high blood glucose readings of "357mg/dl", "340mg/dl", and "410mg/dl" (all readings within 15 min of each other) with the subject meter. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 20%. The patient reported he manages his diabetes with humalog (self adjuster). The patient confirmed that he took an increased amount of insulin (amount unknown) as a response to the readings. He stated that an hour later, he became "sweaty, weak and was going to pass out". The patient reported he immediately took orange juice as self-treatment and stated that he felt better after the treatment. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. The patient did not have control solution to test the subject meter and strips. Replacement products were sent to the patient. This complaint is being reported because patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.